Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2010. Evaluation summary: the actual device was not returned and the batch number is unknown. However, the narrative suggests the presence of either a known malfunction (broken cartridge holder engagement tabs) or a known defect (broken spring arms). The suggested malfunction may result in an underdose. The suggested defect would not. Corrective action - the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." In addition, the core user manual states, "do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." No further corrective actions are planned as the device manufacturing was discontinued (B)(4) 2006. Improper use and storage - there is no evidence of improper use or storage. This report includes final evaluation findings. No additional information is expected.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, regards a male of unspecified age and origin. The patient was taking an unspecified medication for an unspecified indication. It was reported that the patient's humapen ergo, unknown pen body type with an unspecified cartridge holder attached had broken engagement tabs. It was reported that the engagement tabs broke due to wear and because of that, the cartridge holder does not attach to the body. The humapen ergo, unknown pen body type with unspecified cartridge holder attached was associated with product (B)(4)/lot unknown. The training status of the patient user was not provided. The duration of pen use was not provided. Return of the cartridge holder was not anticipated as it was discarded. It was not know whether use of the pen body continued. Update (B)(4) 2010: additional information received (B)(4) 2010, via global product complaint database. Added device specific safety summary. Updated EU/ca device fields.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is compeleted.

Event description:
(B)(6). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, regards a male of unspecified age and origin. The patient was taking an unspecified medication for an unspecified indication. It was reported that the patient's humapen ergo, unknown pen body type with an unspecified cartridge holder attached had broken engagement tabs. It was reported that the engagement tabs broke due to wear and because of that, the cartridge holder does not attach to the body. The humapen ergo, unknown pen body type with unspecified cartridge holder attached was associated with product complaint (B)(4)/lot unknown. The training status of the patient user was not provided. The duration of pen use was not provided. Return of the cartridge holder was not anticipated as it was discarded. It was not know whether use of the pen body continued.